Manufacturer narrative:
(B)(4). Reference the same case.

Event description:
According to the reporter: according to the reporter: a piece of the cannula of the trocar broke off and fell into the patient cavity. Other trocars cracked. The hospital staff did not keep track of which trocars broke and which cracked, only after each one did they pull all of that lot number from the shelf. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. Black piece of trocar cannula feel into the patient and was removed.